Event description:
Rep said that the head section drifts back down when he releases the head up button. I asked him if anyone was injured by this bed. Rep said that no one was injured by this bed and the bed was in the hallway by his shop when the issue was discovered. I asked him to check the CPR cable to see if one of them is too tight and pulling on the CPR release pin. Rep said that the right hand CPR release cable was too tight. He said that he adjusted the tension on that cable and the bed is working fine.